Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and found no non-conformances. When the device was returned to mmd for investigation, it was found that the pump strain beams had failed, causing the up and down occlusion alarms to fail. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump had a cracked bezel and rear case. When the pump was returned to mmdg, the up and down occlusion alarms did not alarm as expected. They failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The alarm failure was discovered at moog. (B)(4).